Event description:
The facility's biomedical engineering department reported an infusion pump with a failure code 12:303:984:0002. The pump was reported to be used on an open heart unit pt when the failure occurred. The nurse discovered the pump was displaying the failure and reportedly, the pt's vitals were compromised. The pt required anesthesia to administer medication and to stabilize the pt, however, no injury resulted from the event. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding pt's demographics and diagnosis, medication involved, type of medical intervention required, pt's vital signs prior and during the event, or set up of the pump. No additional contact information was available.